Manufacturer narrative:
(B)(6). The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a 95% stenosed, moderately calcified lesion in the moderately tortuous mid right coronary artery (rca). The 3.0x38mm xience xpedition stent delivery system failed to cross the lesion due to the patient's anatomy and was removed without any reported issue. The 3.0x23mm xience xpedition stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 2.75x28mm xience xpedition stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.